Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Software functioned as designed.

Manufacturer narrative:
A system checkout was not required as resolution of the issue was confirmed at the time of the event. No parts have been returned to the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that after registration everything was fine. After the patient was draped, they checked accuracy and felt off by 5 mm anterior. The site determined that the tracker was moved. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
Correction: adding proper codes.